Event description:
It was reported that the nurse has been trying to troubleshoot no flow new pads or new therapy but continues to get 0lpm in an arctic sun device. Had disconnect and reconnect using proper technique. Flow rate (fr) was settled at 0lpm. Guided to diagnostics showed that the system hours were 4600, pump hours were 628, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. They had another device in the room dyfzal015. Moved pads and probe and attempted to start therapy. System hours were 5462, pump hours were 1360, inlet pressure (ip) was -0.6psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. They would change pads and have these returned for investigation. Pad lot ngkw1607. Per follow up information received via task on (B)(6) 2026, operator did not know what "3e" was referencing. Transferred to ICU. Staff unaware of event and did not know original complainant name.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.